Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device could not be interrogated. Multiple programmers were used in an attempt to interrogate but there was no success. The patient returned for a follow-up and the device was successfully interrogated. The device remains implanted. There were no adverse patient effects.